Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape common device - the correct common device is indicator, chemical catalog number - the correct catalog number is 14202 lot number - the correct lot number is 32214.

Event description:
The customer reported the sterrad sealsure chemical indicator tape did not change color correctly after a completed sterrad 100s cycle. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad sealsure chemical indicator tape not changing color correctly.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, and failure mode and effects analysis (fmea). ¿ per the supplier, no anomalies were observed that would contribute to the customer's experienced issue. ¿ trending analysis by lot number was reviewed from 04/09/2015 to 10/06/2015 and trending was not exceeded. ¿ the fmea was reviewed and indicates that the risk priority numbers (rpn) associated for the failure mode is at an acceptable level. The product was not returned; therefore, no visual analysis was performed. The assignable cause of the issue can be attributed to user error. The customer wrapped the sealsure tape around the load and placed it inside a sterilization bag. This is against the instructions for use (IFU) as the sealsure tape cannot be covered or overlapped as it will not have access to the hydrogen peroxide sterilant. This will cause the color to not change correctly. The customer was educated of this information and instructed to follow the IFU. The issue will continue to be tracked and trended.